Event description:
It was reported that a sensor session was stopped on the pump because the battery died. The customer's blood glucose level was displayed as "high," but no specific value was known. To address the high blood glucose, the customer administered a correction bolus via the pump and a correction injection via mdi. No third-party assistance was required.